Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and passed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.